Event description:
Fp7 - has heard from many members of the bascom team that the valves have been leaking and have heard of soem flat chambers. Asked me to contact dr (B)(6) about her experience. Will continue to gather more information.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. No device information was provided; therefore, a review of the device history record could not be performed. Products are manufactured, tested, and released per validated new world medical procedures and specifications. As the device is not available for return, no device malfunction could be confirmed.